Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. As received the pump reservoir had 35 milliliters of fluid in it and was in stopped pump infusion mode. The pump logs indicated a motor stall recovery and stopped pump period may exceed tube set. The tube set was because the pump was programmed to stopped pump mode. The motor stall recovery indicates that during the pump life the pump experienced a motor stall and motor stall recovery. The pump passed all accuracy testing and was subjected to further characterization infusion testing. Destructive analysis revealed no anomalies. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the physician refilled the patient¿s baclofen pump. Later in the day, the patient presented at an accident and emergency department with symptoms of overdosing of baclofen. It was unknown if there was patient injury. The physician wanted the pump set to minimum rate and that occurred. The pump was replaced on (B)(6) 2014 and the patient¿s status was reported as fully recovered. The reason for the removal of the pump was potential overdosing of the pump. It was further provided that the patient was being delivered 1000 micrograms per milliliter (ml) of baclofen and 15 milligrams per ml of morphine sulphate. The cause of the issue was not established.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.